Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 36 mg/dl, which was treated with food. The customer also stated that the dog was chewing on her belt clip. Advised replacement of the belt clip. Nothing further reported.